Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. H3 other.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was reusing the cartridge. Tandem technical support educated the customer regarding the cartridge's being a single use product. Customer continued to use the existing cartridge. There was no adverse impact to the customer.